Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to a fractured lead. Reportedly, the lead was exhibiting high impedances. As a result, the lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of high impedance. Fracture was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.